Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 464 mg/dl. Customer was advised to take correction insulin using the syringe but customer did not know how much amount he should be taken. Customer was referred to health care professional to get amount of insulin using the syringe. The device will not be returned for analysis.